Event description:
During a laparoscopic cholecystectomy procedure, the first clip worked fine, the 2nd clip fell out, the 3-5th clips did not close correctly, and the 6-7 clips fired fine. The device was completed with another like device. There was no patient consequence.